Event description:
On 04/22/2009, the patient reported that for 2-3 weeks, he has noticed his insulin infusion headsets are leaking. He stated that after he delivers a bolus he notices the area is damp. He said the leak is not coming from underneath the headset or from the insertion point but is occurring where the headset attaches to the adhesive. He has not received any occlusions or alarms on his infusion device, and his blood glucose levels have not been affected. The infusion set needle does not appear to be bent, broken or detached from the headset. He is properly inserting the needle and does not see any scar tissue at the insertion point. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.